Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged during deployment. Aortic regurgitation (ar) was observed and the physician decided to implant a second valve transcatheter aortic valve (tav)-in-tav. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-envpro-14 (lot: 0012117263); product type: 0195-heart valves product ID envpro-14 (lot: 0012144981); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted, so no product analysis could be performed. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. It was reported that a narrow left ventricular outflow tract (lvot) and severe hypertrophic ventricle contributed to the dislodgement. The image review confirmed a good load, however it was unable to determine if the valve was released at the proper depth. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, the aortic regurgitation was the result of the initial dislodgement. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. The depth was approximately 6-7mm on the non-coronary cusp in the cusp overlap view. An angiogram was performed in the left anterior oblique (lao) view; however, the amount of contrast given was insufficient to visualize depth on the left coronary cusp thus adequate depth cannot be confirmed. The valve was released slowly, and immediately after final release it visibly moved aortic. The subsequent angiogram shows that the valve had moved to the level of the sinuses of valsalva and aortic regurgitation was noted. A depth assessment at the non-coronary cusp is performed in a cusp overlap view, and if acceptable, the next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp. The valve may be released once these steps are completed. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(> <<)>1 mm or >5 mm, consider recapture. In this case, the depth on the left coronary cusp is undetermined thus it is not possible to validate adequate depth prior to release. A second valve was implanted, valve in valve. A post implant dilatation was performed, and final angiogram confirms visually no aortic regurgitation and good coronary perfusion. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon dilatation was performed. It was reported that a narrow left ventricular outflow tract (lvot) and severe hypertrophic ventricle contributed to the dislodgement. Prior to dislodgement, the valve was positioned accurately on the left coronary cusp (lcc). However, it was not possible to determine the depth on the non-coronary cusp (ncc). Following dislodgement, the valve was positioned at a depth of 0 millimeter (mm) and moderate-severe regurgitation occurred.